Event description:
Further investigation reveals the lead had not failed; the initial report was in error. The explant was a response to ventritex's 1/15/97 device notification. Review of the pt's interrogated data demonstrated an episode of ventricular tachycardia with a cycle length of 330 msec. That was successfully terminated. The pt elected not to have the programming change offered by ventritex that would eliminate the antitiachycardia pacing feature of the device and opted to have the device explanted and replaced.